Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of femoral final implant, implant unhooked from impactor. The surgeon finished impacting with another impactor already available. After cleaning, sterilization realized the impactor pad was broken. No patient harm or impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, d9, g3, g6, h1, h2, h3, h6, h10, h11. Visual examination of the returned product identified signs of use (gouges, impact marks) and confirming complaint is broken/cracked. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The event is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.